Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided it is unk whether the device may have caused or contributed to the reported event. The pt developed a recurrent hernia three months post implant of kugel patch. The operative dictation indicated the kugel patch and migrated however there is no indication the mesh was excised or re-approximated. The pt presented to the emergency room on three occasions complaining of pain, in which he was diagnosed with inguinal strain. The pt was treated for a recurrence which is a known adverse event listed in the IFU. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion an be drawn.

Event description:
Based on the medical records provided by the pt's attorney: on (B)(6) 2005 - pt underwent repair of left inguinal hernia with kugel patch. On (B)(6) 2005 - patient underwent repair of recurrent left inguinal hernia using a lichtenstein repair. The kugel mesh was noted to have migrated inferiorly and laterally. A bard flat mesh was implanted. On (B)(6) 2006 - pt presented to emergency room with burning pain in his left groin and occasional burning upon urination. On (B)(6) 2006 - pt presented to emergency room with severe pain in the left groin area. The pt reported he was lifting a box and was diagnosed with inguinal strain. On (B)(6) 2007 - patient presented to emergency room with pain in left groin area after lifting his daughter. Pt diagnosed with inguinal strain.